Manufacturer narrative:
Exact date unknown, event occurred shortly after implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8352500; model: sc-8352-50; serial: (B)(4); batch: 20052190.

Event description:
It was reported that the patient developed an infection. The patient underwent a device explant procedure. The explanted ipg and lead were discarded. No further information has been obtained despite good faith efforts.